Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and crack on battery compartment. The patient¿s blood glucose level was 108 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments and partial display or display anomaly was noted. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and corroded battery tube.